Event description:
During an atrial fibrillation procedure, a clot was noted on the catheter. The patient arrived in atrial fibrillation. Transseptal access was achieved with a non-abbott system. The mapping catheter was advanced into the left atrium (la) with the non-abbott sheath. The patient was successfully cardioverted into normal sinus rhythm with the mapping catheter in the la. When mapping of the la began, within 2 minutes of the cardioversion, a clot was noted on ice which appeared to be attached to the grid and/or sheath. At this point, the grid catheter was in the left inferior pulmonary vein. The clot was successfully aspirated out of the la and the grid catheter was safely removed from the heart, with no debris on the catheter once out of the patient. The scheduled pulmonary vein isolation af ablation did not proceed. The clot was extracted with no noticeable neural deficit noted post case.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. However, the event description states that the catheter was irrigated by using a gravity bag. The directions in the advisor hd grid mapping catheter, sensor enabled instructions for use (IFU) state ¿connect the catheter to the irrigation system using standard luer fittings. The pump must be able to operate at a minimum flow rate of 2ml/min. Flush the catheter with heparinized saline and purge the tubing and catheter of air bubbles before insertion.¿ the event description also indicates that the act at the time of transseptal access was 295. The IFU states ¿maintain an activated clotting time (act) of greater than 300 seconds at all times during use of the catheter.¿ based on the information received, the cause of the reported incident may have been user related.